Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that alot of air appeared. Customer's blood glucose level was unknown at the time of incident. The reservoir will not be reported for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir, performed pre-fill reservoir test. Found transfer guard¿s needle occluded. Unable to pre-fill; using a new lab transfer guard, performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-rings or stopper groove for defects and none was found. Conclusion: no air bubbles.